Event description:
PICC line inserted (B)(6) 2012. A chest-xray demonstrated an l shaped wire-like density overlying the left side of the heart which was new "today", which was reported to the (B)(6) physician. Chest cta was performed at 2352 on (B)(6) and showed metallic fb in lll measuring 2.2cm in length x 2.2 mm in width most likely in an endovascular location. The decision was made to leave the wire in place as it would create more harm to remove it. The wire is part of the stylet used to insert the PICC line. The wire is very brittle and bends and breaks easily.